Event description:
Philips received a complaint on the v60 ventilator indicating that the power cable was worn. The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) confirmed the issue. The power cord was replaced, and the fse performed function checks with positive results. The device was confirmed to be ready for clinical use. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).